Manufacturer narrative:
Patient initials: (B)(6). Patient weight is unknown. Date of event: unknown. This report is for two unknown pangea rods/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Additional product codes: mni, mnh, kwp, kwq. Implant date: unknown date in 2006. Device was reportedly not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown fusion procedure at the l4-l5 level on an unknown date in 2006. The patient was implanted with synthes pangea screws, rods, and locking caps. On an unknown date, it was determined that there was a non-fusion and instability at the implant level. On (B)(6) 2016, the patient was returned to the operating room where they were implanted with a synthes opal spacer. After implanting the spacer, the surgeon re-attached the rods to the screws, and re-tightened the locking caps; the original devices were not explanted. The surgery was completed successfully. This report is for two unknown pangea rods. This is report 3 of 3 for (B)(4).